Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is confirmed by the attached photograph shows that the biocomposite was broken into multiple pieces. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per dfu-0111-eor2 g precautions - 6. Bio-absorbable interference screw only: it is important to completely seat the screwdriver to prevent potential stripping of the hex and/or screw fracture during insertion or removal. The method of bone preparation was not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, an arthrex subsidiary employee reported via (B)(4) that an ar-4020c-07 07 x 20 mm fast thread biocomposite vented interference screw broke while performing the lateral reinforcement after drilling the femur with a 6 mm drill to fix the 5 mm anterolateral graft. When tightening the 07x20 screw, it broke. Another screw was inserted, but it also failed, likely due to the patient¿s bone quality, which was very hard. The acl screw/screw meniscus repair with protector and anterolateral fixation with screw was completed by securing with a knot. No patient was affected.